Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. The proximal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo. The distal conductor of the lead was extrinsically over-rotated. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The inner insulation of the lead developed a breach at the first rib/clavicle location while in vivo. The outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo. Visual summary analysis of the lead indicated stretching. The analyst noted that the lead was returned with the helix partly extended with tissue/blood visible in the helix. No further helix testing was possible as the lead was in segments. The distal conductor was distorted at the connector at 1.5 cm. A clavicle/rib outer and inner insulation breach was visible at 23.5 cm. The proximal conductor was fractured at 23.1 cm and 23.5 cm due to clavicle/rib crush.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45 lead; implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that the patient was experiencing pocket nerve stimulation when a right ventricular (rv) lead warning was triggered due to a polarity switch. When the rv lead was programmed into bipolar configuration, the lead was unable to capture. On chest x-ray, it was noted that the rv lead had an insulation breach and possible fracture due to clavicular crush. A decision was made to move forward with extraction of the lead. During the procedure, the physician had difficulty removing the lead from the header block. Once the lead was removed, the physician attempted to insert two different stylets into the lead. Both stylets were unable to pass through the lead pin area. In addition, the lead would also not retract when an attempt was made to unscrew it. The physician felt that there may be a possible grommet or setscrew problem with the implantable pulse generator (ipg) that caused the suspected lead pin damage so the decision was made to also remove the device. Both a new rv lead and ipg were placed during the procedure. No further patient complications have been reported as a result of this event.